Event description:
Procedure performed: appendectomy. Event description: when the device was inserted into the abdominal cavity, the metal parts and the white section of the introducer remained in the cavity; the green introducer, however, remained in the trocar. All parts were then removed, resulting in a longer surgical procedure, but without any clinical consequences for the patient. Additional information received from applied medical representative via email on 08apr26: patient status good(field updated). Device was replaced (intervention updated). Appendectomy (procedure field updated). The white part and the metal parts separate from the green part inside the cavity. The white cap detach from the device and fell into the patient and it was retrieved from the patient. Type of intervention: device replacement patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.